Manufacturer narrative:
Integra has completed their internal investigation on 11/03/2015. The investigation included: methods: evaluation of actual device. Review of device history review. Review of complaints history. Results: the customer complaint incident 'handpiece did not function correctly; burnt tissue' was not verified and could not be duplicated. DHR review was completed for cusa excel handpiece serial number (B)(4), work order (B)(4), manufactured in valley lab, USA to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: aug-2002. No non-conformance reports were raised during the manufacturing process for this handpiece. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. The DHR review has been deemed satisfactory. A minimum of 12 months review was completed in trackwise® using the following key words 'overheating' and a root cause 'faulty transducer' in the search criteria. This review encompassed (B)(4) dates (B)(6) 2014 to (B)(6) a total 12 complaints contained the search criteria. CAPA has been initiated to investigate and correct failures encountered with c2602 devices related to transducer issues. Conclusion: the failure analysis investigation has concluded the handpiece did not burn tissue in the service centre; however during investigation it was observed that the handpiece had 70% power amplitude due to a faulty transducer resulting in handpiece not functioning correctly.

Event description:
This is the 2nd report of four involving either the cusaexcel2 or the cusa handpiece from the same facility. All four complaints are being submitted to FDA because it has not been determined which one (s) of the four was involved with burning tissue. A cusaexcel2 was involved in an event which was described as follows; originally it was reported that the cusaexcel2 was "burning" the tissue and not aspirating. Additionally information received on (B)(6) 2015, from the integra lifesciences representative who reported that there was no injury involved with this complaint. The surgery was prolonged and the surgery was completed by manually removing the tumor. Although he was not present during the surgery he would not describe the failure as "burned tissue". His description would be that there was little or no aspiration. Amplitude was less than 100%. There was no overtorqueing involved with the case. The units in question are 13 years old and have never had any preventative maintenance. More than likely the issue is due to one console and 2 of their hand pieces are 13 years old. Further information received (B)(6) 2015, from the neuro coordinator is as follows; the tissue was getting burned or charred, irrigation wasn't flowing out the tip and the tissue wasn't being aspirated into the tubing. We (me the circulator and the scrub tech) trouble shooted everything we knew to do and the issue never resolved. It did no harm to the patient and the patient did not require any additional treatment. When the surgeons noticed it burning the tissue, they stopped using it and we used a piece of the mass that had been removed to do our trouble shooting and testing on. Information received (B)(6) 2015, from the integra lifesciences representative is as follows; for the 2nd console and handpiece what was the issue? Was it "burned" tissue as well? Answer: not functioning at all during cases. Date this second issue with the console and handpiece occurred? Answer: they had numerous issues after the meeting (B)(6) and I had with the neuro surgeon through the first week in april.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.